Event description:
It was reported that after an uncut r-y issue procedure, the duodenal stump was leaking and partially opened after the surgery. After patient retired, the inflammation symptom was detected. Reoperation was undergone. The partial opening of duodenum stump was found, which made the abdominal inflammations.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the leak identified? How long after the initial surgery did the reoperation occur? What color cartridge was used? What is the current patient status? Was the patient discharged?